Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a diagnostic bronchoscopy with endobronchial ultrasound (ebus) procedure using an olympus video endoscopy system, including a cv-1500 /video processor and associated endoscopic tower configuration, a grid overlay pattern resembling cheesecloth was observed on the endoscopic image when three different bronchofibervideoscopes were sequentially connected during the same procedure. During the event, the scopes were tested on the video tower in an attempt to troubleshoot the image issue; however, the abnormal image persisted. The patient was under sedation at the time of the event. The procedure time was extended by less than 30 minutes due to troubleshooting activities. The intended procedure was completed using a bronchofibervideoscope. No patient injury, adverse event, or harm was reported. A similar issue was previously reported by the customer.